Manufacturer narrative:
Other applicable components are: product ID: a810, serial# unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving fentanyl and bupivacaine via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pump concentration was changed in the reservoir, but not updated in the programmer. (B)(6) 2018 was the last refill. A bridge bolus was not done. The drug concentration remained as the old and dose was the same. The pump was filled with fentanyl (primary) 8000mcg but was programmed with 5000mcg, which was the old concentration. The patient was getting 1760mcg/day instead of 1100mcg/day that was programmed. Bupivacaine was supposed to be 20mg (4.4mg/day) was instead programmed with 15mg (3.3mg/day). The pump was not updated to reflect the change. No symptoms of the patient were noted. The pump was corrected and updated on (B)(6) 2018. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the event was originally reported by the healthcare provider (hcp). The clinician programmer used at the time was the software application, unknown software version. There were no further complications reported at this time.